Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump motor stopped and restarted twice for approximately 5 seconds each time. Black dust was also reported to have been observed coming from the patient's driveline. The vent filter was analyzed and indicated possible wear. The patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). Approximately one week later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.